Manufacturer narrative:
The cycler was made available for evaluation. A visual inspection of the returned cycler exterior showed no sign of any physical damage. The simulated treatment was performed and completed without any failures or problems. All flow paths operated as intended. Physical testing of the cycler's specifications all passed. There were no discrepancies encountered in the internal inspection of the cycler. The reported symptom of overfill was not confirmed with testing. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the device manufacturing review confirmed the labeling, material, and process controls were within specification.

Manufacturer narrative:
(B)(4) a follow up MDR will be submitted following the plant's evaluation.

Event description:
During evaluation of a peritoneal dialysis (pd) patient's cycler for an unrelated event the patient's treatment history was reviewed. Upon review it was found the patient had a large drain volume that had not been previously reported. Fill1: 2507ml, drain0: 175ml. Fill2: 2496ml, drain1: 2414ml. Fill3: 2001ml, drain2: 4766ml. The reported large drain of 4,766 ml was 190% of the expected drain volume which resulted in a reportable device malfunction. During follow up the patient's nurse reported he did not require any medical intervention. The patient did not report any discomfort or adverse events.